Event description:
During an open biopsy of a frontal sinus mass, the core saber drill seized - the bearings stopped operating. Another drill had to be sent for - interrupting the procedure for approximately 15 minutes.